Event description:
It was reported that a blue cable error code l3-007 was received during a breast biopsy procedure. There were no patient consequences reported.

Manufacturer narrative:
Evaluation summary: based on analysis results, this complaint is now determined to be a MDR malfunction. The customer complaint has been confirmed. To correct the error code, the blue rotational cable was replaced. After servicing the unit passed all qa inspections. The device history record has been reviewed via the database. Complaint information is trended on a regular basis to determine if further investigation is warranted.